Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a knee surgery, when the anchor of the first footprint ultra was implanted, it completely shattered ((B)(4)) and the anchor of the second footprint ultra fractured ((B)(4)). The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. The back up device was used in the original bone hole, so no void was used in the patient. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no suture or implants returned. There is biological debris on the returned device, and the inner shaft has been pushed back into the outer shaft to almost flush with the distal end of the outer shaft. Based on the condition of the product material found during visual inspection, additional material testing is not required. An image evaluation was performed and found the insertion device next to a fractured anchor. There is biological debris on the anchor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.